Event description:
After wearing 3g curad vinyl gloves, hands became red, extremely dry and formed sores that opened and were bleeding. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: ppe for resident care. Event abated after use stopped or does reducted? Yes.